Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been returned to intuitive for failure analysis.

Event description:
It was reported that during a da vinci-assisted pelvic curettage surgical procedure the tip cover was placed on the robot's scissors for the procedure, in accordance with best practices. Intraoperatively, during a camera movement, it is noted that the tip cover is present on the digestive loops: it is retrieved and changed. Additional information was received from the initial reporter. The instrument and monopolar curved scissors (mcs) tip cover accessory were inspected prior to use and there was no damage or anything out of the ordinary. The tip cover seen on the patient's handles was removed using bipolar forceps, taken out of the operating field, decontaminated and preserved. The tip cover was used for less than an hour before it was discovered that it had fallen onto the patient's intestinal handles. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. There were no collisions or conflicts with other intra-abdominal forceps when installing the forceps or during the operation. The tip cover was placed on the forceps in accordance with the procedure, using the intervention tool and without leaving any visible orange parts. There were no difficulties either with insertion onto the forceps or with insertion into the patient's abdomen using the appropriate 8 mm trocar. No part of the orange surface was visible after the mcs tip cover accessory was installed. There was no response regarding installation beyond the orange surface. The installation tool used was the 8 mm diameter trocar. No electrolube or any other lubricant was applied to the mcs instrument prior to the mcs tip cover accessory installation. No reducer was used. There was no difficulty in removing the instrument and mcs tip cover accessory; there was no resistance upon removal of the instrument through the cannula and it was not difficult to reach. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. The procedure was completed by installing a new tip cover with no problem. No photographic images of the device or a video recording of the procedure are available for isi review.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing on the proximal end where the instrument inserts and scratch marks on all of its length to be related to the customer reported complaint. The scratches were not axially aligned with the tip cover and measured from 3.0mm to 6.00mm in length. There were no signs of thermal damage present at the end of any tears.

Event description:
Refer to h11 for follow-up information.